Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 34 mg/dl. The customer treated low blood glucose level with food. The customer had been using the insulin pump system within 48 hours of low blood glucose level event. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose levels. The customer did not allege the insulin pump for over delivery. The drive support cap appeared normal. The insulin pump will not be returned for analysis.